Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the tip of the extraction screw broke off into the head of the locking screw. The locking screw was initially implanted on (B)(6) 2013. Removal surgery was performed on (B)(6) 2015. Reason for removal is unknown. Reportedly, an extraction screw was used because the head of the locking screw was dull. The surgery was completed by closing the incision. A twenty (20) minutes surgical delay was noted. The locking screw with the fragmented extraction screw tip remains implanted in the patient. Patient has requested removal and surgery is scheduled for (B)(6) 2016. This report is for one conical extraction screw for large screws and 4.9mm bolts. This is report number 1 of 2 for complaint (B)(4).